Event description:
It was reported, the light source experienced power switch will not turn on. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint that the power switch will not turn on was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power button will not stay on¿ due to a faulty switch harness. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. The problem was first noticed after the procedure. The name of the procedure performed was a diagnostic colonoscopy. No other devices were involved or replaced during the event. There was no delay in the procedure in which the subject device was used. The intended procedure was completed. A similar device was used to complete the procedure. There was no impact of the reported problem to the patient or provider.